Event description:
Arjo became aware of the event involving the citadel plus bed frame. The customer reported that the e410 and e303 error codes occurred. The bed functions were blocked. The bed was used by the patient with respiratory distress at that time. The customer expressed his concern that the problem created risk for the patient. The patient was moved to another bed. No injury was sustained. The bed was swapped out and inspected. The arjo service technician found that the junction box in the side rail was incorrectly connected.

Manufacturer narrative:
The investigation is ongoing. Conclusions will be provided in the final report.

Manufacturer narrative:
The citadel plus instruction for use (IFU 831.374-en rev. 11) states that the e410 error code is a general error code which requires technical investigation. The customer reacted accordingly to the IFU and requested service. Since the e410 reports every possible potential cause, it was necessary to read all the sub-errors to continue further work. The arjo service technician checked sub-errors and found e303 error code. It indicates that a fatal error had happened on the system. Further inspection revealed that the junction box in the side rail was incorrectly connected.

Manufacturer narrative:
The investigation is ongoing. Conclusions will be provided in the final report.

Manufacturer narrative:
The citadel plus instruction for use (IFU (IFU 831.374-en rev. 11) states that the e410 error code is a general error code which requires technical investigation. The customer reacted accordingly to the IFU and requested service. Since the e410 reports every possible potential cause, it was necessary to read all the sub-errors to continue further work. The arjo service technician checked sub-errors and found e303 error code. It indicates that a fatal error had happened on the system. The inspection revealed that the cable disconnected from control box (junction box) in the side rail. Before the bed was delivered to the customer on the (B)(6) 2024, it passed quality control check, it worked as intended. The problem occurred on (B)(6) 2024. Based on the consultation with the technician, there is a small gap between the locking pin that locks the cable inside the junction box and the cable. Due to that, vibration that occurs during use, could lead to the cable disconnection. However, the proposed scenario was not confirmed. According to the information provided by the customer, there was no injury as a direct consequence of the error e410 itself or its sub-error occurring. Performed health hazard evaluation states that the e410 error code itself does not put the patient in any immediate danger. The error itself is easily noticeable by the user. Depending on position of panel (and how the cables will fit - tense or loose) the control panel blinks intermittently or constantly and the error is displayed on the panel. If the error e410 (or any other sub-error) occurs, in the worst-case scenario it may lead to the bed electrical repositioning functions being inoperative (including electrical CPR). However, it needs to be emphasized that citadel plus bed is equipped with the manual CPR release handle located below the calf section on either side of the bed. Even though the electric CPR becomes inactive, the manual CPR can still be used. In the complaint at hand there was no need to use the CPR. The customer informed that the bed platform was in flat position and the patient was in respiratory distress. If there is a need to place the patient in an upright position, cushions or blankets could be placed under the patients back. To sum up, the bed did not respond due to disconnection of the cable located inside the side rail. The citadel bed was in use for the patient treatment at the time of the event and therefore it played a role in the reported issue. It failed to meet its performance specification since the bed electrical functions were blocked. However, there was no injury as a direct consequence of the error e410 itself. The claimed malfunction could not lead to the serious injury or death (severity higher than 2). Thus, we do not consider this complaint to be reportable to the competent authorities.